Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set experienced a leak. The leak was stated to come from the female connector site. The transfer set was exchanged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified broken occluder feet. Functional testing of the device included leak testing, clear passage testing. Testing identified a leak through the tubing due to broken occluder feet. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause was determined to be due to damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.